Event description:
It was reported that during procedure, the fiber connector that twists into the laser fell off when the staff attempted to connect the laser fiber. The procedure was completed with another of the same fiber. There were no patient complications.